Event description:
No additional information was received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: insertion section. Cfu: not specified. Bacterial identification: bacillus circulans. Sampling date: (B)(6) 2025. Sampling from: instrument channel. Bacterial identification: no growth. A microscope inspection of the insertion section was performed, which revealed environmental particulates in the insertion section/distal end. A definitive root cause could not be established. Based on the results of the investigation, the most probable cause of the complaint is not established as the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that a patient underwent a diagnostic hysteroscopy using the cystonephrofiberscope. Following the procedure, the patient developed a urinary tract infection (uti) and sought medical attention in the emergency room. No information was provided regarding the specific timeline between the procedure and the onset of symptoms. Additionally, no details were provided regarding the condition of the patient or any confirmation of device infection. There is no alleged device malfunction.